Manufacturer narrative:
Fax number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision.

Event description:
Healthcare professional reported right-side rupture discovered upon surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in device on the anterior side assessed, as fold flaw opening. Additional observations: wear abrasion observed, on the device. Crease fold observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right-side rupture. Discovered, upon surgery. Device has been explanted and replaced.